Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that while the patient was in the hospital for an unrelated issue, interrogation of the pacemaker revealed the battery was at replacement after only being implanted for three and a half years. It was noted that the patient paces 100 percent and outputs for the right ventricle and right atrium were set to 4.0 for the life of the device as the patient was lost to follow up. Boston scientific technical services (ts) ran a longevity calculator with the given programmed outputs and noted that the estimated longevity still showed longer than three and a half years. Explant was recommended. Subsequently a revision procedure was performed where the pacemaker was explanted and replaced for this pacemaker dependent patient. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.